Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results generated with the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The alleged sample initially generated a sars-cov-2 positive result with cobas® liat® (sn: (B)(4)). The same sample was retested with another cobas® liat® (sn: (B)(4)) and generated all negative results. A further retest with the cepheid assay generated a sars-cov2 positive result. The negative result was reported to the medical staff. No harm is alleged. An investigation was conducted to evaluate the customer¿s allegation. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
The observed discrepancy is most likely due to the sample being a weak positive for the sars-cov-2 target that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. This is a sample-specific issue and the reagent is performing as expected.